Manufacturer narrative:
A patient had an open wound and infection at ipg pocket site was reported to abbott. The scs system was explanted. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that patient had an open wound and infection at ipg pocket site. Surgical intervention was undertaken wherein the scs system was explanted.

Manufacturer narrative:
Section b3: date of event is estimated.